Manufacturer narrative:
The pump was received with unresponsive act and up buttons due to a flattened dome. The pump also had a missing end cap sticker, a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 215 mg/dl. The customer stated that the up arrow of the insulin pump is non responsive. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The custoner was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.